Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer kept dosing all night and they had just changed the site. The customer¿s blood glucose was 358 mg/dl and 140 mg/dl. The insulin pump will be returned for analysis.